Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after meals, with glucose rising from approximately 160 mg/dl to a peak of 319 mg/dl and remaining elevated despite initial supply changes; subsequent review identified that the prior contact detach steel set had been inserted with the needle guard still in place, and a full supply and site change with proper tubing and cannula filling was completed. Symptoms included hyperglycemia without ketosis or systemic symptoms. Outcomes included no medical intervention, no hospitalization, no need for assistance, and no long-term effects. Investigation included troubleshooting over the phone, confirmation of proper insulin storage, verification of tubing prime with visible drops, cartridge inspection for leaks, disconnection testing, and guided replacement of the infusion set and supplies. Investigation of this case revealed user setup error at the infusion site due to the needle guard left on the steel cannula, which likely impeded insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.